Event description:
Related manufacturer report number: 2017865-2023-08869. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This oversensing resulted in inappropriate mode switch. The patient was reportedly symptomatic to this inappropriate mode switching, though the specific symptoms experienced were unknown. During explant procedure, it was noted that the right ventricular lead had insulation damage. Both leads were capped on (B)(6) 2023 and successfully replaced. The patient was stable following procedure.